Manufacturer narrative:
There is no complaint against this device.

Event description:
It was initially reported that the patient experienced hemorrhage after cage removal at l4/5 and that the surgery was cancelled and rescheduled. However, additional information received indicates there was no event of hemorrhage and the surgery was postponed due to the patient's pre-existing condition. There is no complaint against this device.

Manufacturer narrative:
On 19/apr/2019, additional device information was received and this report reflects the updated catalog number, lot number, and manufacturing site.

Event description:
It was reported that the patient had hemorrhage after cage removal at l4/5. The surgery was cancelled and rescheduled again.

Event description:
It was reported that the patient had hemorrhage after cage removal at l4/5. The surgery was cancelled and rescheduled again.